Event description:
Reportedly, during the follow-up after the implantation of the subject device on (B)(6) 2019, tests were performed manually but the impedance, threshold and detection tests values were missing in the printout; however, these data were properly displayed on the screen. On (B)(6) 2019, when checking the recorded interrogation files with two different programmers, it was suspected that the aforementioned data were not saved.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200312 - file-2019-04027 - analysis_and_closure_report_resp-2020-00275.pdf].

Manufacturer narrative:
New information was provided, consequently: - b3 corrected - b5 modified.

Event description:
Reportedly, during the follow-up after the implantation of the subject device on (B)(6) 2019, tests were performed manually but the impedance, threshold and detection tests values were missing in the printout; however, these data were properly displayed on the screen. On (B)(6) 2019, when checking the recorded interrogation files with two different programmers, it was suspected that the aforementioned data were not saved.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, during a follow-up after the implantation of the subject device, tests were performed but the impedance, threshold and detection tests values were missing in the printout; however, these data were properly displayed on the screen. On (B)(6) 2019, when checking the recorded interrogation files, it was suspected that the aforementioned data were not saved. The tests were performed manually and the event occurred with two orchestra programmers.